Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump battery compartment was damaged. The reporter confirmed that there was no noted power issues and there was no known moisture ingress related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 03/31/2015 device evaluation: the pump has been returned and evaluated by product analysis on 03/10/2015 with the following findings: the pump battery compartment was observed to be cracked from the top of the battery compartment. During testing, the returned battery cap was confirmed to be able to secure to the pump and the pump powered on appropriately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.